Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high out of range pacing lead impedance was observed. During lead revision, a tight suture around the yolk of the lead was noted putting stress on the lead. The lead was capped and replaced.